Event description:
It was reported that a pt allegedly exited the bed while repositioning herself using the side rail. According to the clinician (rn), the pt reached for the side rail when it gave way and the pt fell out of bed. The clinician reported that the pt was not seriously injured.

Manufacturer narrative:
The kinair medsurg was returned to the kci service center and evaluated by a field repair technician. The repair technician determined that the right foot side rail was missing a latch and pin assembly, which prevented it from remaining in the "up" position. It is unclear when the latch and pin assembly went missing as the bed was in use for nine days prior to the reported event. The unit (B)(4) was tested per quality control procedures on (B)(6)2009 prior to delivery to hospital and the unit met specifications. Kinair medsurg labeling cautions "whether and how to use side rails or other restraints are decisions that should be based on each pt's individual needs and should be made by the pt and the pt's family, physician and caregivers, with facility protocols in mind. Consider not only the clinical and other needs of the pt but also the risks of death or serious injury from falling out of bed and from pt entrapment in or around the side rails, restraints or other accessories" and to "monitor restrained pts frequently to guard against pt entrapment and migration."